Event description:
It was reported that there was a recurring error ¿syringe flange not in place". The alarm occurred repeatedly despite the pump correctly identifying the syringe type and size at the start of the infusion. The affected device passed all the diagnostic tests, when the test slugs were used, and the error could not be replicated with stimulated infusion. Per reporter, another neomed 6 ml syringe being used in nicu was used and they discovered 2 passed while 1 failed using the syringe. There was unknown patient involvement and unknown adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the customer the issue was not with the pump but with the neomed 6ml syringes. No reportable no deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-07681 and any reports associated with it.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.